Event description:
It was reported that the device failed for low battery voltage while still in the box. The device was never used. No patients were involved in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis results revealed no anomalies.